Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization for an eye surgery. Customer stated that she has been experiencing high blood glucose readings and the insulin pump has been alarming no delivery. Troubleshooting was performed and the pump seemed to be working as designed. Customer's current blood glucose reading is 279 mg/dl. No further information reported.